Event description:
The surgeon inserted the cq2015a collamer three piece lens and the patient's posterior capsule collasped as the surgeon was positioning the lens in the eye. The lens was removed and a vitrectomy was performed. A competitors lens was implanted. The reporter stated the incident was caused by surgical manipulations and had nothing to do with the lens.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber. Three piece foldable intraocular lens. (B)(4) - membrane, breakage of. Vitrectomy, no allegation against the device. Evaluation results - visual inspection of the returned lens showed the lens was returned in liquid and the optic was torn. Both sides of the optic/haptic were checked for rough sharp edges and the edges were found to be acceptable. (B)(4).